Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was defective. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer reported to the remote service engineer (rse) that battery was defective and needed to be replaced. The investigation is ongoing.

Manufacturer narrative:
The customer reported to the remote service engineer (rse) that the battery was defective and needed to be replaced. Per good faith effort (gfe) response, the field service engineer (fse) stated that this case pertains to the preventive maintenance (pm) of the v60s in which some batteries were no longer working properly and needed to be replaced-- patients were not involved as the v60s were stored at the hospital warehouse for a long time and could not be charged. The fse also confirmed that the defective battery will be replaced in the warehouse. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.